Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reloaded the software, and re-formatted the cine drive. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not save cine runs. No pt injury was reported.